Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) greater than 2 seconds of asystole. Additional information indicated that the cause of loss of capture was not conclusively determined. The physician assumed that there must be an insulation problem; however, the impedance measurement was fine. This rv lead was surgically abandoned while the device was explanted electively and replaced with no issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A microscopic visual inspection found no irregularities. Seal plugs were intact. The device operated appropriately, according to its performance specifications and passed all the tests. The allegation could not be confirmed and normal device function was observed.